Event description:
A flush syringe, sealed in manufacturer's packaging, contained no cap. The flush was not used and no patient harm resulted, but a person unaware that a cap should be present might assume that it was sterile inside the packaging.